Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. Photo inspection found the cotton was fraying. A few loose strings were seen. The gauze was unpacked and heavily used in a procedure. The investigation showed that the cotton was slightly fraying. The gauze was unpacked and heavily used in a procedure. The reported condition was confirmed. The investigation identified the root cause of the reported event to be unfolding and manipulation by the customer. According to the dfu, the gauze sponges are made with natural cotton and may produce lint or fibers when unfolded or manipulated. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operative, the gauze was found linting. There was no patient injury.